Event description:
It was reported that the patient had tricuspid regurgitation prior the implant of the right ventricular (rv) lead; however, after implant, the regurgitation worsened. Therefore, the rv lead was explanted and a left ventricular (lv) lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.